Event description:
During a robotic prostatectomy, trouble with the instrument swap out.physician requested a new pair of monopolar scissors, staff tried to put a new pair of scissors in and the scissors would not advance enough for physician to take over and continue the surgery, we undocked the arms put a new metal trocar, tested the trocar to make sure it was round and not bent, we took the face plate off and on to see if that was the issue, finally after the third tip cover for this instrument we were able to advance the instrument. It appears the tip covers were thicker than other tip cover of same lot number.